Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
This is a report of a check heater line alarm that appeared on the homechoice (hc) after the home patient (hp) replaced a bag with another of the same bag and restarted therapy instead of changing out all supplies. There was no report of patient injury or medical intervention in association with this event.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product, where the patient replaced the bag with another one of the same code and batch and re-started the therapy. This complaint is confirmed because replacing disconnected solution bags is a use error that can cause contamination. The root cause is undetermined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.